Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a "the cartridge cannot be used". There was no impact to the customers blood glucose level. Reportedly, the customer reloaded the same cartridge and resumed insulin delivery. The pump was not available to troubleshoot at the time of the call. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.